Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had spinal stimulator implanted years ago. It has never been able to eliminate any pain. The patient had pain relief and was able to walk with almost no difficulty during the trial. After implant, many attempts were made to duplicate trial results to no avail. The pain had not changed whatsoever. Pt had no relief. Pt inquired about who needed to remove the device. Additional information was received. It was reported that numerous attempts were taken to adjust the system, a surgery was given to realign the stimulator, however that did not help. The neurostimulator was surgically removed on (B)(6) 2021.